Event description:
It was reported the programmer was slow to boot up and takes a very long time to interrogate a device. It was also reported a new programmer head and at least two service disc installs, the programmer still came up with the serious programmer error, rf (radio frequency) head error when attempting to check devices. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however errors were found in the programmer error log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.